Event description:
During an onsite inspection, it was reported to olympus, it was discovered that the acecide concentration with the endoscope reprocessor was not checked every time. There was no harm or user injury reported due to the event. This is part one of three related events. (Patient identifiers: (B)(6).

Manufacturer narrative:
Zip code: (B)(6). The subject device has not been returned to olympus for evaluation and investigation. Investigation was performed based on information from the complaint. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Since the actual item was not returned, the root cause of the event was not determined. A review of the DHR found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿3.11 inspecting the disinfectant solution¿s concentration level: in the oer-5 operation manual, on reprocessing an endoscope, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration.¿ olympus will continue to monitor the field performance of this device.